Event description:
"Patient's family member calling, doesn't know patient's weight. Family member says meter will read low and patient feels high so patient will give self insulin based on feeling. About 6 months ago family member tested patient, patient was about 120 mg/dl and an hour later patient was passed out and patient was taken to the emergency room." Unable to reach customer. Attempted to call twice and left messages. Sending a letter to obtain more info. No further information to report.